Event description:
Resident was being transferred bed to chair by 2 nas using arjo marisa lift when 1 (of 4) clips to sling separated from lift. Resident fell to floor sustaining laceration to back of head and fracture of the 1st metacarpal.